Event description:
It was reported that pump experienced malfunction alarm with code 16, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance from technical support, confirmed that malfunction did not recur after reset, and was advised to continue using pump and to call back if any malfunction alarm returned.